Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10432. It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system was inserted into the watchman ® access system. An echocardiogram was performed and revealed a pericardial effusion with cardiac tamponade which may have been caused by the transeptal puncture. The cardiac tamponade was treated with pericardiocentesis. The watchman closure device was deployed and met pass criteria. No further patient complications were reported.